Event description:
Same case as MFR# 600093-2006-01406. It was reported that four days after a coronary artery drug eluting stenting treatment procedure, an allergic reaction occurred. The lesions were located in the obtuse marginal (om) and the right coronary artery (rca). During the initial stenting procedure, two taxus express2 drug eluting stents (des) (3.00x12.0 mm and 3.00x16.0mm) were placed in the om and rca. There were no patient complications. Four days later, the patient began to show symptoms of an allergic reaction, specifically "breaking out". The physician reported the symptoms were typical with drug reaction. The physician dismissed the possibility of plavix causing the reaction, as the pt had been on plavix for two years prior with no reactions. The patient did not exhibit chills or any life threatening symptoms. "The physician is treating the patient with a metinol dose pack, however, the therapy lasts for 8-10 days and the paclitaxel component of the des takes approximately 30 days to absorb into the system." Further information has been requested but has not been received at the time of this report as to the patient's status and to clarify the events.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifications.